Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited a detached bending section and rust on the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely degradation due to component failure led to the malfunctions of the detached bending section and rust on the objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.